Event description:
The customer reported that his olympus 4k camera head was not displaying an image during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. When connected to a processor during testing, a black image was present due to a faulty camera cable. After swapping out a known-good camera cable, the image was present and the unit passed all functional tests. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the investigation confirmed the cause of no image occurred from a faulty camera cable. However, the specific root cause of the faulty camera cable could not be determined at this time. Olympus will continue to monitor field performance for this device.